Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) faradise clinical study, subject ID: (B)(6). It was reported that during an irreversible electroporation ablation procedure to treat atrial fibrillation (a fib) using a farawave catheter the patient had a vasovagal reaction. Temporary pacing was applied, and the issue was considered resolved. The procedure was completed successfully with no further complications. The catheter is not expected to be returned as it was disposed by the facility.